Event description:
Customer reported meter results of 46 mg/dl and 118 mg/dl within 10 minutes a "couple of days" before results of 180 mg/dl and 102 mg/dl within 10 minutes on the advantage system. No adverse event reported. A request was made for the return of the system, replacement was sent.